Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was in 350 mg/dl range with high ketones. Elevated blood glucose was address with manual injection. Customer changed pump supplies and resumed insulin delivery.